Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter there were issues with the loading and firing of clips. The device was able to fire however some of the clips were malformed.